Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 curved-tip staple has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The I-beam was found to have sleeve damage. The I-beam assembly could not manually drive out. This failure likely caused the engagement failures observed during in house testing. Additional observation related to the customer reported complaint: the instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity 3 of 3 attempts, preventing the instrument from entering into following. Currently no dsp logs available. The root cause of this failure mode is attributed to the primary failure of advanced instruments I-beam sleeve damage the sureform 45 curved-tip stapler was passed to the failure analysis engineer (fae) team for further investigation. Fae partially confirmed initial findings. The procedure logs were not attached, so logs were pulled and reviewed. Logs show multiple successful firings with this instrument during the procedure. On the first firing with a green reload, the firing failed at ~47% completion. On the next four installs the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected. Instrument was disassembled and inspection revealed that the outer tube that is seated over the sleeve was displaced. This displacement of the outer tube, likely contributed to the bunching and subsequent tearing of the sleeve and was a result of a manufacturing error. Full disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed and bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appeared to be missing. It was likely that the damage and bunching of the I-beam sleeve increased the drivetrain friction detected during the firing of the green reload, resulting in the partial fire noted during the procedure. Friction became too high, and the stapler would not pass initialization on the following installs. Increased resistance and high drivetrain friction from the damage to the sleeve can prevent the I-beam from extending through the entire length of the reload. The sureform 45 black reload was returned with the stapler. Fa was not able to confirm nor reproduce the reported complaint. The reload was effectively deployed using an in-house stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 45 stapler, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A review of the advanced technical log for the sureform 45 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: "the dsp logs were not available, so the procedure review dashboard was used to collect data on the installs. Logs show pn 480545-04, k11240425-0618, was used first, and it was installed on the system 12x and fired 8 reloads (1 white, 1 blue, 5 black, 1 green, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the white reload via the gui on the ssc touchpad. On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first two clamps were successful, and the firing was completed with 1 pause for compression. On install 5, the first 4 clamps were incomplete, ranging from ~65% to ~69% completion, linearly. The 5th clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the first clamp was incomplete, stopping at ~67% completion. The next clamp was successful and the firing was completed with 1 pause for compression. On install 7, the first four clamp attempts were incomplete, ranging from ~59% to ~69% completion, linearly. The next two clamps were successful, and the firing was completed with 2 pauses for compression. On install 8, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~47% completion, after a duration of ~33 seconds. On the next 4 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. Next, logs show pn 480545-04, ln k11240425-0619, was installed on the system 2x and fired 2 reloads (1 black, followed by 1 blue). On each install, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs." Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, at the time of stapling (thick parenchyma), the sureform 45 stapler instrument stopped working on the 9th use even though it had already stapled the tissue. The user had to spread the jaws to disengage the stapler from the patient. The robot arm indicated ¿error.¿ the customer attempted to reinstall the stapler, but the instrument was no longer recognized by the system. Use of the instrument was discontinued, and it was replaced to the backup. No known impact or patient consequence was reported.